Event description:
Outpatient for "pthc" and change of biliary drainage catheter (secondary to break). Post procedure, pt went home and noted leaking at the end of the catheter near the stop cock - catheter was leaking at end hub. Pt required a return to special procedures dept to change the biliary catheter again. There was no pt harm. The catheter was inadvertently discarded after removal and therefore could not be returned to the MFR for eval.